Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the patient fell and caused the lead to dislodge. The lead had high thresholds several weeks after implant, and it was later discovered that the lead was sensing inappropriately and was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.